Event description:
It was reported that the pump got driven over and the touch screen became shattered and non-functional; consequently, pump would no longer deliver insulin. Customer's blood glucose was 304 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.